Event description:
The technician alleged the head up function is not working, no hydraulic functions on the bed. No patient impact.

Manufacturer narrative:
The technician replaced the hydraulic manifold to resolve the issue.